Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that his link assist has unintentionally released infusion sets. No adverse event alleged. A request was made for the return of the device.